Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an increase in impedance. It was noted that the patient experiences intermittent "electrical tingling", increased heart rate and pectoral stimulation. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.